Event description:
A doctor was performing a routine dental procedure, when allegedly the lens heat shield/holder fell off the light and hit the patient on the neck which allegedly cause a burn to the patient's neck.

Manufacturer narrative:
Over the past month, since we became aware of this incident, we have been requesting more information from our distributor regarding this event; however, we are still missing some of the information as noted above as the distributor was going off memory. The lens heat shield/holder from the dental light has 3 metal tabs which locks the lens heat shield/cover into place. The lens heat shield/cover has to be removed by the end user when cleaning the lens or replacing the halogen bulb. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place.